Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2025-26269.

Event description:
It was reported that during the procedure, the fiber broke. A new fiber with the same lot was used but it broke within the sheath shortly after the initial use. The procedure was completed using a third fiber of a different lot. There were no patient complications. This is for the second fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: (B)(4).

Event description:
It was reported that during the procedure, the fiber broke. A new fiber with the same lot was used but it broke within the sheath shortly after the initial use. The procedure was completed using a third fiber of a different lot. There were no patient complications. This is for the second fiber.